Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar event for the lot referenced. There have been 2 other similar events for the sterile lot referenced. Also, for infection. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 64812130 mrhk bumper insert - neutral lmj050. 64952115 gmrs small axle ctd114548. 64952105 gmrs small femoral bushing lne129. 64812140 mrhk tibial sleeve lmx600. 64853811 mrs cvd fem st w/o body 11x127 243930c. 64952020 gmrs dist fem comp sml r 65mm y4s3b. 64952105 gmrs small femoral bushing lne129. 64812100 mrh tib rot comp xs-xl 220027. 5560-s-112 tri cemented stem 12mmx50mm 1155343m. 64813111 mrh tibial b/plt keel sml 2 rsr7p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient had a right knee revision due to possible infection. No additional information will be made available due to hospital policy.